Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error alarm during the occlusion test and alarmed during the prime test as a result of moisture damage inside the force sensor. The motor passed the motor test. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error while attempting to bolus. The blood glucose reading was 417mg/dl. The caller stated that she does not have a back up plan and is out of town, but her husband will take to the emergency room. Advised the customer to discontinue the use of the device. No further information was provided.